Event description:
An alarm issue was reported with the adc device. The customer reported the low alarm did not sound and as a result, the customer experienced a seizure, a loss of consciousness and was unable to self-treat. Customer received third-party intervention who provided chocolate milk as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided for the reader. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader; no trends were identified that would indicate any product related issues. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 has been updated to reflect current investigation results.

Event description:
An alarm issue was reported with the adc device. The customer reported the low alarm did not sound and as a result, the customer experienced a seizure, a loss of consciousness and was unable to self-treat. Customer received third-party intervention who provided chocolate milk as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.